Manufacturer narrative:
Section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 17-apr-2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside a glass vial with an unknown liquid. During a visual inspection, the device was inspected under magnification. The complaint lens was received cut in half and coated in an unknown liquid. The lens halves were cleaned revealing one lens half was scratched. No handpiece was received for evaluation. The reported complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. The manufacturing records for the product were reviewed, the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section a-2 patient age/date of birth: patient information cannot be provided due to personal data privacy legislation/policy. Section a-3a patient sex: patient information cannot be provided due to personal data privacy legislation/policy. Section a-3b patient gender: no information section a-4 patient weight: patient information cannot be provided due to personal data privacy legislation/policy. Section a-5 patient ethnicity: patient information cannot be provided due to personal data privacy legislation/policy. Section a-6 patient race: patient information cannot be provided due to personal data privacy legislation/policy. Section b-3 date of event: unknown/asked information was not provided. The best date estimation is between 17-oct-2024 and 12-mar-2025 (iol implant and complaint alert dates). Section d-6b date explanted: unknown/asked information unavailable. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. Should additional information be received regarding this event the case will be reopened and processed accordingly. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The dib00 model intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye). Due to complaints of negative dysphotopsia, the iol was explanted in a secondary surgical procedure and replaced with a non-johnson & johnson iol, softec hdo +22.75 lens. There was no incision enlargement, no suture(s), and no vitrectomy during the lens exchange procedure. Patient prognosis post lens exchange was reported as fully recovered. The iol directions for use were followed. Patient information cannot be provided due to personal data privacy legislation/policy. No further information is available.